Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure there was an abnormal noise coming from the instrument and the vitrectomy probe did not cut regularly. The procedure was complete with the instrument. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The pneumatic module was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming pneumatic module. However, how or when it became nonconforming could not be determined. No probe sample has been returned for evaluation for the report of noise and did not cut; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned by the customer and no lot information was provided, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).